Event description:
The patient received her scs system on (B)(6) 2010. It was reported the ipg had flipped and was upside down. The ipg was having difficulty communicating with the patient programmer and charger. The ipg site was revised on (B)(6) 2010, to re-orient the ipg to the upright position. The revision procedure resolved the communication issue. As the device was not explanted, no return is expected. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.